Manufacturer narrative:
H3, h6: the real intelligence tracking camera, part number rob10025, serial unk and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a cori assisted ukr sawbone demo, the tablet would flicker on and off throughout the presentation (B)(4) and they received the camera warming notification which was resolved in 10 minutes (B)(4). No case involved; therefore, there was no patient involvement.